Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that stent damage occurred. A 24x4.00 promus premier drug eluting stent was selected for use to treat the lesion, however, during preparation, it was noticed that there was an anomaly protruding on the stent balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.